Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: nrg cr #8 femoral component, cat# unk, lot# unk. Series 7000 #7 tibial component, cat# unk, lot# unk. Scorpio #7 patella, cat# unk, lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As reported: "review of summary report submitted as part of an iis milestone revealed...date of left tka (B)(6) 2007; was revised on (B)(6) 2008 due to infection". Update 19/december/2018: additional information from reporting facility identified infecting microorganism as prevotella melaninogenica.